Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen that intermittently allowed unlocking but restricted navigation to the history menu, with the back and home buttons unresponsive, consistent with a device display and user interface malfunction due to physical damage to the enclosure/display component. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included collection of device history and troubleshooting with the user, confirmation of damage, and arrangement for replacement with instructions to sync data, shut down the device, and return the original unit. Investigation of this case revealed physical damage to the display and touchscreen that impaired navigation and functionality, aligning with known failure modes for impact-related screen damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.